Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient was watching tv when he began to feel incoherent and couldn¿t think clearly. The patient could not recall his cgm or bg meter readings at this time since he was incoherent. The patient eventually passed out and the patient¿s daughter called 911. Once emergency medical services (ems) arrived, the patient was still unconscious. Therefore, the patient was still unaware of what his cgm or bg meter readings were at this time. The patient was transferred to the emergency room (ER). At the emergency room, the patient believes he was giving some type of glucose to bring his bg level up but was ¿not certain¿ of the route. He regained consciousness after approximately 2 hours. The following day, on (B)(6) 2025, the medical staff removed his sensor because he had an MRI done. The patient was discharged home after 2 days with a bg meter reading of 210 mg/dl. The patient was ¿feeling fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.